Manufacturer narrative:
This is the initial and final report.

Event description:
The complaint involves a customer reporting a false negative result. The complaint stated that after performing the test the end user received a negative result. Afterwards, the patient did not feel well so decided to go to the hospital, there a test was performed and tested positive for flu. However, no information was provided regarding the test methodology used at that facility. There was no reported injury due to this event. The lot number reported to the manufacturer was 2503180den.